Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen articular surface catalog #: 00596403012 lot #: 63631119, nexgen femoral component catalog #: 00576401452 lot #: 63342343, nexgen patella catalog #: 00597206532 lot #: 63409706, heraeus medical palacos r + g bone cement catalog #: 66017569 lot #: 85964608 g2 - report source - foreign: event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, swelling and ambulation difficulties secondary to loosening and migration of the tibial component approximately five (5) years post-operatively. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, b7, g3, g6, h2, h3, h6, h11. Additional medical records were received and reviewed, further confirming the reported event. The root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, swelling and ambulation difficulties secondary to loosening and migration of the tibial component approximately five (5) years post-operatively. Revision operative notes noted that there was no evidence of cement on the tibial tray when it was removed. No intraoperative complications were noted. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h2, h11.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, swelling and ambulation difficulties secondary to loosening and migration of the tibial component and patella fracture approximately five (5) years post-operatively. All components were revised and replaced. Revision operative notes noted that there was no evidence of cement on the tibial tray when it was removed. No intraoperative complications were noted. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the patient was revised due to tibial loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.